Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (823162) was implanted via v-p shunt on (B)(6) 2017 with 80mmh2o. The patient had been suffering from headache since around august 2021 and visited the hospital because his symptoms worsened. In december, CT images showed ventricular enlargement and the set pressure could not be changed. The valve was removed and replaced on (B)(6) 2021. The patient is in the follow up.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the product code 823162 with lot cvjbhc conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was 80mmh2o. The valve was visually inspected; a cut/tear in the silicone housing around the siphon guard as well as a cut/tear in the needle chamber was noted. The valve was hydrated. The valve was leak tested and leaked from the cut/tear in the needle chamber no leakage was noted from the cut/tear around the silicone housing. The valve was then pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the spring, on the spring pillar, on the ruby ball on the ruby ball seat and on the base plate. The valve passed the test for programming, occlusion, reflux and siphon guard. The root cause for the ¿pressure¿ issue reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball on the ruby ball seat and on the base plate. The root cause for the cuts/tears in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
N/a.